Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported meeting with a manufacturer¿s representative (rep) on the morning of the report. The patient reported that when his ins gets down to 60-70% the ins battery depleted to nothing in a couple of hours. The patient reported that this happened the day before yesterday, yesterday and today. The patient reported that when the ins battery was at 70-100% it did okay. The patient reported when he left the rep today, his ins was at a setting that the battery should last 5.6 days and the ins was already depleted. Additional information was received from the patient via a rep. The rep reported that after their reprogramming appointment, the patient called and stated that the ins battery level went from 75% to 0% quickly and stimulation turned off. The reason for reprogramming was that the patient had reported in the last few days he noticed the ins charge level depleting quickly and stimulation turning off. The rep reported that they changed the patient¿s programming from high density to low density, where the app indicated that the charging interval should now be about 5-6 days. The rep reported that the controller showed the low ins battery level on the screen when stimulation turned off. The rep reported that the patient couldn¿t turn on stimulation until he charged the ins battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they weren¿t sure what the cause was. The rep reported that the remote was remote was reset with the ins and the patient had not had anymore issue with the ins depleting. The rep noted that impedance checks were run multiple times and there were no issues. The issue was resolved. No further complications were reported.